Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the plastic part of the reservoir at the top broke off and reservoir was hard to lock in. The blood glucose was 101 mg/dl at the time of the incident. Customer also stated that, she noticed that it had broken when it starched her belly. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc and act. No unexpected missing segment/partial display anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label, broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.